Event description:
Event description boston scientific, crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) defibrillation lead received a shorted shock warning due to an out of range impedance measurement. The patient received a 21 j shock for ventricular tachycardia (vt); however, the shock did not convert the patient and the patient subsequently converted spontaneously. The device was explanted and the rv lead was capped and abandoned surgically. It was unclear if the shorted condition was due to the lead or the device. The device is part of the advisory population described in the physician communication on august 26, 2005. A new crt-d and rv lead were implanted without complication.